Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider on april 16, 2018. The pump was replaced due to an extended motor stall (x8hrs) of unknown reason.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving lioresal (baclofen) 2000mcg/ml for a total dose of 1300mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported a motor stall was seen at initial interrogation and the patient did not recently have an magnetic resonance imaging (MRI). Pump status and/or event log reported a motor stall and recovery occurred on (B)(6) 2018. It was noted they were planning to replace the pump and send it back for analysis. The hcp also stated that the patient did not hear the alarm, but that they could hear it during an alarm test, so they are questioning whether the pump alarmed when it stalled. No symptoms were reported. The event date was (B)(6) 2018. No further complications were reported/anticipated. ***there was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4) -report link issue patient #1 and (B)(4) report link issue patient #2.***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The patient's pump was replaced.